Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor electrode was missing. The customer¿s blood glucose level was 160 mg/dl. The customer reported that they had problems with two sensors. It was reported that after they had removed sensor from the body there was no electrode. The sensor will not be returned for analysis.